Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Skin. It was mentioned:" sutures not slipping" do you mean its a surface suture related issue or did the suture separate from the needle during the intra op event? Yes, the problems occurred in both cases. Lot number? Uninformed procedure date? Uninformed events reported in 2210968-2021-10260 and 2210968-2021-10259.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture would not slip and broke. No adverse patient consequences were reported. Additional information was requested.